Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. No patient symptoms were reported. They planned to monitor the lead at that time. They have been monitoring this non-bsc ra lead for a long time due to the complex patient situation and chose not to address it at the change-out. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the non-boston scientific right atrial (ra) lead. No patient symptoms were reported. They planned to monitor the lead at that time. They have been monitoring this non-bsc ra lead for a long time due to the complex patient situation and chose not to address it at the change-out. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.